Event description:
It was reported that a remote monitoring transmission indicated that a lead warning was triggered for oversensing and sensing integrity counter. The patient had also received a number of inappropriate shocks. Follow up indicated that the patient was having aortic valve surgery at the time of the episodes and shocks. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.